Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module. The customer alleges discrepancies occur near the end of the reagent pack. Refer to the attachment for all patient data. For the first sample, the initial and repeat values were reported outside of the laboratory to the clinician. It was asked, but it is not known if any values were reported outside of the laboratory for the remaining samples. The creatinine reagent lot number was 618752. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The evaluation conclusion code has been updated.

Manufacturer narrative:
The evaluation result code and evaluation conclusion code were updated.

Manufacturer narrative:
Upon review of calibration data, no overall deviations were observed. There were no calibration deviations on the day of the event. Quality controls showed a lower trend. Reagent carryover testing was found to be within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.